Event description:
The customer reported a few drops of clear fluid leaked from the rinse block and onto the top of the instrument's cover involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) realigned the rinse block on the manual probe and replaced the manual probe. During probe wipe cleaning, the fse observed the rinse block was not extending to the end of probe, causing fluid to leak. The fse noted the mounting bracket for air pot bent, causing a binding. The fse angled the air pot to the correct position and noted the probe moved properly. In addition, the fse adjusted the noise baseline and gains in order to obtain good latron scatter results. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the rinse block cylinder not actuating properly. A definitive root cause is unknown. (B)(4).